Event description:
It was reported that the sutures were catching on the cannula, and were not tensioning as they should. One of the implants, a wing, did not deploy and the implant came out immediately. Faulty sutures were retrieved from the patient. The surgeon did have to drill a new bone hole as a result of the incident in order to complete the repair. No patient complications were reported as a result of the event.

Manufacturer narrative:
Patient identifier, weight, age and gender were not provided.